Event description:
The customer reported to olympus that the bronchofiberscope had leakage from the suction port. The issue was found during reprocessing. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: the forceps channel port was shaved. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the forceps channel port was shaved. In addition to the reportable malfunction, the following were noted: because the suction tube was detached, water tightness was lost; the adhesive on the bending section cover was detached; due to wear of the angle wire, the bending angle in the down direction did not meet the standard value; the connecting tube had a scratch; the grip had discoloration; the universal cord had a scratch; the bending tube was deformed; one black dot was found in the image. A review of the device history record found there were nonconformities of the subject device at manufacturing; however, the device was shipped in accordance with specification, so no deviations could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the following led to the malfunction: a metal part of endo therapy accessory/cleaning brush interfered with the biopsy port during insertion/withdrawal. However, a definitive root cause cannot be identified. This issue is addressed in the instructions for use (IFU): "if significant resistance is encountered and insertion is difficult, straighten the bending section as much as possible without losing the endoscopic image. Inserting endo-therapy accessories with excessive force may damage the endoscope and/or cause patient injury. ¿ confirm that the tip of the endo-therapy accessory is closed or retracted into its sheath and slowly insert the endo-therapy accessory into the biopsy valve. Do not open the tip of the endo-therapy accessory or extend the tip of the endo-therapy accessory from its sheath while inserting the endo-therapy accessory into the instrument channel. The instrument channel and/or the endo-therapy accessory may become damaged." Olympus will continue to monitor the field performance of this device.